Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat an (B)(6) old male patient, the device inappropriately shut down. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corporation. Instead, the device activity logs were provided. However, the log files were overwritten and could add no value to the investigation. After further information was obtained from the zoll representative, it was determined that the multi-function cable was not connected properly but we could not firmly establish this was related to the customer report. The multi-function cable was properly attached and the device was fully testing without duplicating the fault. Analysis of reports of this type has not identified an increase in trend.